Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation the device ran in forward when in the reverse position. There was no patient involvement or any adverse consequences reported as a result of this event. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running in reverse when in the forward position was duplicated. Based on the investigation details, the likely cause was due to an electromagnetic stackup between the toggle lever magnet and hall sensors in the e-box. The toggle lever and e-box were replaced along with other components, and the device was returned to the customer.